Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms. Previous impedance measurements had been in the 50 ohms range and stable. No noise was observed on the electrograms. The patient was brought to the clinic for further testing. The device was found to have normal device function, with all lead measurements within specification. The physician felt that the one out of range measurement was an anomaly and would not perform device testing. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.